Event description:
Healthcare professional reported left side "leaking" and exchange of textured devices due to patient's concern with product. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "leaking" and exchange of textured devices due to patient's concern with product.

Event description:
Healthcare professional reported the device has been explanted.

Manufacturer narrative:
Device evaluation: the device related to the reported event of anxiety-product/procedure, deflation was received on july 19, 2022 with catalog number 310cc. Visual analysis of the returned device identified: opening, crease fold and brown particles in the fill channel . Leak test was performed and found opening in the anterior. A microscopic analysis was performed which identify striated opening in the anterior. The fill test inspection was performed, the result is no blockage based on the device analysis the final assessment is: a striated opening in the anterior side assessed as surgical damage.

Event description:
Healthcare professional reported left side "leaking" and exchange of textured devices due to patient's concern with product. Device has been explanted.